Manufacturer narrative:
Evaluation method. The patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. It was reported that the patient had a skin tear under the rear therapy electrode pads. The affected area was 2mm x 5mm and it was reported that the patient was diabetic. There is no indication that the patient received medical intervention. The final medical outcome of the tear is unknown. There was no alleged device malfunction.